Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 4/3/2019 and discovered that the brim cap was missing from the hub. The brim cap issue was assessed as a reportable issue. Therefore, populated. Device code of "detachment of device or device component". In addition, populated d10. Device available for evaluation?, is device returned to manufacturer? . Date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The manufacturing record evaluation, manufactured date and expiration date have been provided on 4/4/2019. Therefore, fields. Expiration date. Manufactured date have been populated. A manufacturing record evaluation was performed for the finished device 00001056 number, and no non-conformances was found during the review. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Still pending is the manufactured date and the expiration date. Therefore, a supplemental report will be submitted to update the expiration date and manufactured date. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hub detachment device malfunction occurred. The hub broke apart before the sheath went into the patient. The sheath was replaced and the procedure continued. There was no patient consequence reported. The hub detachment was assessed as a reportable malfunction.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium. The hub broke apart before the sheath went into the patient. The sheath was replaced and the procedure continued. There was no patient consequence reported. The device was inspected and the brim cap was missing from the hub, orange hub cap residues were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. An internal corrective action has been opened to investigate this issue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction to 3500a follow-up #1 as missing the 3500a method code of ¿analysis of production records". Manufacturer¿s reference number: (B)(4).